Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) episodes were observed on the device. Technical support was contacted and provided reprograming recommendations. No intervention has been performed. The patient is stable.